Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed. A field service engineer replaced drawer controller board and configured it for the medical application. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system device was not detected on bus. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.